Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-aug-2025, a user reported an occlusion alarm while using the ilet system with a contact detach infusion set. Blood glucose was not affected. The caregiver walked the user through changing the infusion set, after which insulin delivery was resumed. No emergency medical intervention was required. No long-term health effects were reported.